Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 a 14f amulet delivery sheath was selected for a procedure. During the procedure it was noted that there was resistance while advancing the delivery sheath through the iliac artery. The tip of the dilator split while advancing the delivery system through the amplatzer guidewire. The delivery sheath was removed from the patient and replaced with a new 14f amulet delivery sheath. The patient remained hemodynamically stable throughout the procedure. There were no clinically significant delays in the procedure. There were no adverse effects to the patient. The patient status was stable.

Manufacturer narrative:
It was reported that difficulty inserting the delivery sheath into the patient and split in delivery sheath dilator noted during procedure was reported. There were no adverse effects to the patient and the patient status was reported as stable. The dilator and sheath were returned to abbott and the investigation found that the tip of the dilator was noted to have a split cut damage. No other anomalies were found. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Received imaging appeared to show the tip of the dilator not aligned with the guidewire, indicating that the tip was split. From the imaging provided, the root cause of the issue is unable to be determined. Based on the investigation findings, the dilator tip separation issue appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices. The primary root cause was related to the potential for medium density polyethylene and pebax to not homogeneously blend during melt processing. This potential relating to the material characteristics of the resin mix is the root cause of both the noted cracking and tearing with contributing causes of pebax material absorbing moisture and without sufficient drying steps prior to extrusion/shaping via heat, where the moisture could off gas and cause material voids, leading to structural weaknesses, leading to the potential for tearing during use when sufficient force is applied. Codes removed: component code: 4755 part/component/sub-assembly term not applicable type of investigation: 4118 type of investigation not yet determined. Investigation findings: investigation conclusions: 11 conclusion not yet available.